Event description:
The facility's director of biomedical engineering department reported an incident of an overinfusion. The pump was programmed to calculate a rate of of 2.5ml/hr for larzepam (ativan) infusion and reportedly, the pump delivered 30ml of medication within 30minutes. According to the director of biomedical engineering department, there was no patient injury reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis and status, medical intervention, infusion mode, and set up of the pump.